Event description:
It was reported that a revision surgery was performed to remove the unipolar head due to acetabular erosion. The unipolar sleeve was stuck to the anthology stem. The sleeve removal tool was tried, but the tool sheered off at the threads. A bone tamp was then used to try and remove the sleeve with no success. After approximately 30 minutes of trying to remove the sleeve with no success it was decided that the well affixed anthology stem needed to be removed. This took approximately an hour to remove. I was unable to find a lot number on the anthology stem, as well as the unipolar sleeve. The removed implants were retained by the hospital.

Manufacturer narrative:
The associated complaint device was not returned. A review of complaint history did not reveal additional complaints for the listed part. A clinical analysis indicated that based on the information provided, the root cause of the acetabular protrusion ((B)(4)) and subsequent conversion to left tha is likely disease progression. The inability to remove the sleeve from the well-fixed anthology stem via alternative means as well as the re-use removal tool which fractured ((B)(4)) were the contributing factors to the stem removal ((B)(4)). The patient impact beyond the reported clinical symptoms, surgical extension, and l hip revision/conversion to tha with an extensive osteotomy and intraoperative complications cannot be determined. No further medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.